Manufacturer narrative:
On 2/11/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) ablation procedure, there was back flow blood from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They noticed a bit of backflow when the sheath was being advanced into the patient; however, it became very noticeable when the dilator was advanced. The sheath was replaced with another vizigo sheath and the procedure was continued. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 00001398 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, there was back flow blood from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium. They noticed a bit of backflow when the sheath was being advanced into the patient, however, it became very noticeable when the dilator was advanced. The sheath was replaced with another vizigo sheath, and the procedure was continued. Since there was no indication of excessive bleeding, compromised hemodynamics, or required intervention, this will not be considered a patient event, but a product malfunction. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported for a potential hemostatic valve separation.